Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals intact. Cracked on battery door, otherwise no appearance of any physical damaged was found. No error which related to customer reported problem was found in the history. The technician did an inspection of the device and plunger assembly was found loose and slightly rotated. The root cause of the reported issue was found to be that the 2 screws in carriage were found loose as a result of normal wear (screws holding the plunger tube and carriage). Tighten up the 2 screws on carriage. Performed all functional testing which passed.

Event description:
It was reported that the plunger was loose. No patient injury was reported.